Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission showed that the right atrial lead exhibited noise over-sensing. Programming changes were made. The patient was stable.